Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not returned.

Event description:
The affiliate reported: an hcp did a shunt operation with 823115 and set the pressure at 80mmh20 and afterwards tried to set the pressure at 100mmh2o but it wasn't successful. Now the shunt's pressure has been changed to 30mmh2o by itself and is not programmable with the programmer. (B)(6) affiliate confirmed yes, the device will not be returned for analysis.